Event description:
The customer reported that she obtained a result of 5.7 inr on her coaguchek xs meter (serial number (B)(4)) at 8:51 am. She was having trouble breathing and was on antibiotics for pneumonia. Her husband drove her to the emergency room. Her inr result at the hospital was 2.2 inr. She does not recall the time frame of the blood draw to when she had tested on her meter earlier in the day. She does not know if the laboratory uses the dade innovin reagent. A cat scan indicated she had clots in her lungs. She was given IV heparin and her coumadin was stopped. She was discharged from the hospital the next day on (B)(6) 2016. She does not know what her inr was on discharge from the hospital. She was sent home on lovenox injections and off of the coumadin. It was reported that she tests positive for lupus antibodies and thus has antiphospholipid antibodies. During troubleshooting she was advised to share the package insert with her doctor. The labeling states: " the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., elevated inr values. A comparison to an apa-insensitive laboratory method is recommended if the presence of apas is known or suspected." At the time of her meter result of 5.7 inr she was not on heaprin or any direct thrombin inhibitors. The customer's therapeutic range is 2.5-3.5 inr. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 293986) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. The customer has not returned the product.